Event description:
An endurant ii stent graft system was selected for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm. It was reported that when the physician prepared to deploy, a break was noted approximately one inch distal to the external slider. The delivery system was removed from the patient and the physician successfully completed the procedure by using another device. The break was not noted prior to insertion and there was no damage to the original packaging. No clinical sequelae were reported and the patient is fine. The device was returned for evaluation. The event was confirmed; there was a break in the screwgear. The root cause of the event could not be conclusively determined however, may be related to shipping/handling.

Manufacturer narrative:
(B)(4).